Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mesenteric artery. After a 6f pv mach1 guide catheter was engaged in the lesion, a 6.0mmx18mmx150cm express® sd renal/biliary stent was advanced for treatment. However, upon inserting the express® sd stent through the guide catheter, resistance was encountered. The express® sd stent became stuck as the guide catheter was a little narrowed in the mid portion of the device. The physician attempted to pass the stent through the guide catheter and some extra force was applied. However, the stent came off completely from the balloon and was dislodged inside the guide catheter. The guide catheter and the express® sd stent were pulled together from the patient's body. The physician then started over the procedure with another mach1 guide catheter and express® sd stent and the procedure was completed successfully. The patient was not harmed during the procedure and there were no patient complications reported.